Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a crimped cannula issue event on (B)(6) 2026. The infusion set cannula was crimped, resulting in blocked insulin flow. The infusion sets had been in use for less than 72 hours. The insertion site was the abdomen. No further information available.